Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had lost stimulation and the lead had invalid contacts. The sjm representative met with the patient for reprogramming, but the regained stimulation only last a few hours. X-rays did not reveal any issues. Reprogramming was performed a second time and the patient was to contact the representative if the issue persisted.